Manufacturer narrative:
A supplemental MDR is being submitted due to receipt of additional information in medical record review findings. Sections b4, b5, b7, g3, g6, h2, h6 type of investigation, investigation findings, and investigation conclusions and h11 has been updated. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. The exact cause of the reported event was unable to be determined but may have been due to patient factors (recurring stenosis, diabetes, various cancers, hypothyroidism, high cholesterol) and/or the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
After a review of the medical records provided, an echo was performed revealing very calcified leaflets with severely restricted motion, severe stenosis and increased gradients of 57mmhg. A CT confirmed ca++ on the rcc and ncc - grade 1 overall. The patient is symptomatic with fatigue and shortness of breath. Due to the patient's endometrial cancer diagnosis, the oncology team would like to "fix the valve" prior to any cancer workup. The family agreed to perform viv tavr as prognosis past 6 months would be unlikely without.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 valve in aortic position. Approximately 7 years and 2 months later, the patient presented with symptoms of shortness of breath and fatigue due to calcification, stenosis, and increased gradients (mean gradient 70mmhg). The patient underwent a valve in valve with a 20mm sapien 3 ultra valve inside the pre-existing 23mm sapien 3 valve.